Event description:
The following was reported to hamiton medical ag, the hospital staff replaced the ventilator when it was being used on the patient. Because the alarm kept going off and a tf was displayed on the screen. Unfortunately, the hospital staff could not remember what tf was on the screen. No patient harm.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).